Event description:
According to the reporter intraoperatively the staple line was incomplete centrally. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.